Event description:
The customer reported both monitors are broken. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitors. System operates as intended. (B) (4).